Event description:
It was reported that the patient presented in-clinic for a follow up. It was noted that the implantable cardiac monitor (icm) was unable to be interrogated. No patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.